Event description:
The customer reported that during a radical prostatectomy, a piece of the active waveguide disengaged from the device. It is unk if the piece fell into the pt cavity. The surgeon installed a new dissector on the system and successfully completed the procedure. There was no pt injury, tissue damage or blood loss reported.

Manufacturer narrative:
Covidien reference #: (B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.